Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that a patient's third trach tube was placed on (B)(6) 2022 and a cuff leakage was discovered the following day on (B)(6) 2022. No adverse affects to the patient, trach tube was changed out. Photo and videos were submitted with the complaint. Customer reports that the lot number was possibly 4168121 or 4192837, but they are not certain.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one picture was received for evaluation. Visual inspection found cuff damage in the sample therefore the cuff could not be inflated; the complaint was confirmed. No other analysis was performed. An internal CAPA was opened on january 5th, 2022, to address root cause investigation for inflation, leakage, and symmetrical issues. (Currently in investigation plan approval) b5: two possible lot numbers provided: lot number: 4192837. Manufacturing date: 08-oct-2021. Expiration date: 13-sept-2026. Lot number: 4168121. Manufacturing date: 08-sept-2021. Expiration date: 09-aug-2026. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).